Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbb1d1, ICD, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that a remote monitor transmission revealed occasional farfield sensing on the patients right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.